Manufacturer narrative:
This follow-up report is being submitted to relay additional/corrected information. Upon receipt of additional information, it was identified that this device was not indicated to have been revised and did not cause or contribute to the reported infection.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown articular surface catalog #: ni lot #: ni, unknown femoral component catalog #: ni lot #: ni g2 - report source - foreign: event occurred in australia. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee arthroplasty to address infection post-operatively. Attempts have been made, however, no additional information is available.